Manufacturer narrative:
Philips engineer assessed the device and it was found that the ECG lead is broken and the device returned to normal service after the ECG lead has been exchanged. The device remains still with the customer, and no additional evaluation is necessary at the moment. Based on the information available and the testing conducted, the cause of the reported problem was a malfunction ECG lead. The reported problem was confirmed. Based on the information available and the testing conducted, the reported problem was confirmed, and determined to be due to a broken ECG lead. The root cause of it could not be determined. The issue was resolved by replacement of ECG lead. The product is back in service per manufacturer's specifications. An analysis was performed by a vigilance reporting specialist (vrs). Monitor/defibrillators are life-saving devices, therefore the inability to monitor ECG will be considered a serious injury due to the serious deterioration of health that may result from a delay to monitor. Based on this the event will be considered a reportable event. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The device was operational after repairs were completed. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
This report is based on information provided by philips engineer and has been investigated by the philips complaint handling team. Philips received a complaint on the device heartstart xl, noting that during monitoring on patient for planned cardioversion, it was found that there was no response and no waveform was displayed. Monitor/defibrillators are life-saving devices, therefore the inability to monitor ECG will be considered a serious injury due to the serious deterioration of health that may result from a delay to monitor. Based on this the event will be considered a reportable event.

Manufacturer narrative:
Correction: customer assessed the device and it was found that the ECG lead is broken and the device returned to normal service after the ECG lead has been exchanged. The device remains still with the customer, and no additional evaluation is necessary at the moment. Based on the information available and the testing conducted, the cause of the reported problem was a malfunction ECG lead. The reported problem was confirmed. Based on the information available and the testing conducted, the reported problem was confirmed, and determined to be due to a broken ECG lead. The root cause of it could not be determined. The issue was resolved by replacement of ECG lead. The product is back in service per manufacturer's specifications. An analysis was performed by a vigilance reporting specialist (vrs). Monitor/defibrillators are life-saving devices, therefore the inability to monitor ECG will be considered a serious injury due to the serious deterioration of health that may result from a delay to monitor. Based on this the event will be considered a reportable event. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The device was operational after repairs were completed. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
This report is based on information provided by philips engineer and has been investigated by the philips complaint handling team. Philips received a complaint on the device heartstart xl, noting that during monitoring on patient for planned cardioversion, it was found that there was no response and no waveform was displayed. Monitor/defibrillators are life-saving devices, therefore the inability to monitor ECG will be considered a serious injury due to the serious deterioration of health that may result from a delay to monitor. Based on this the event will be considered a reportable event.